Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a post implant check, a loss of atrial sensing was observed. No patient symptoms were reported. X-ray imaging revealed that the lead had become dislodged. The lead was successfully revised. It was noted during repositioning that the lead was not secure within the suture sleeve.